Event description:
It was reported that pump displayed malfunction alarm malf 12 with no notable events occurred before issue. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received guidance to reset pump, successfully cleared malfunction, and was advised to continue pump use and call back if issue recurred, which did not happen after reset.